Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 2.9 inr on coaguchek system 1 and 1.8 inr/1.8 inr on add'l coaguchek systems. Coumadin was changed based on result of 1.8 inr. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.